Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 39-year-old female patient who had essure (batch no. 898930) inserted for female sterilisation. The patient's medical history included multi gravida, parity 3 and abdominal operation. Concurrent conditions included menorrhagia, chronic cervicitis and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. The patient was treated with surgery (total abdominal hysterectomy, left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: date of other essure related surgery: (B)(6) 2017. Trailing coils: 4 and 1. Lot number: 898930 manufacturing date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 39-year-old female patient who had essure inserted for female sterilisation. On (B)(6)2012, the patient had essure inserted. On (B)(6)2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. The patient was treated with surgery (surgery to remove essure on (B)(6)2018, other essure related surgery on (B)(6)2017). Essure was removed on (B)(6)2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date of other essure related surgery: (B)(6)2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: quality safety evaluation of product technical complaint. Information on other essure related surgery added from previous version dated: 5-oct-2020. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 39-year-old female patient who had essure (batch no. 898930) inserted for female sterilisation. The patient's medical history included multi gravida, parity 3 and abdominal operation. Concurrent conditions included menorrhagia, chronic cervicitis and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. The patient was treated with surgery (total abdominal hysterectomy, left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: date of other essure related surgery: (B)(6) 2017 trailing coils: 4 and 1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received. Event medical device removal was replaced with event menorrhagia. Lot number, reporters information, concomitant drug, and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date of other essure related surgery: (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Plaintiff state of implant, date of birth, removal date added. Event injury updated to event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.